Manufacturer narrative:
While working on the tooth# 30, the patient cheek was burned. Burn area was the size of dime. The patient was not given any medication or ointment, it healed by itself. During product evaluation, medium debris level was found in the handpiece. The bearings where gritty and the head was dented at 11. The dent keeps the back cap depressed which lead to heats up the head.

Event description:
A dentist was performing a routine procedure on a patient using a dental electrical handpiece when the patient cheek was burned by the head of a handpiece.